Manufacturer narrative:
Additional information: according to received information in situ testing shows mainly the basal channels of the active electrode array with high impedance. Considering the reported traumatic event, a trauma induced partial migration of the active electrode array seems likely. Additionally, in situ measurements show one channel with high impedance due to currently undetermined reasons. To determine an exact root cause a device investigation of the explanted device is necessary. However, explantation is not considered as the device remains implanted and in use.

Event description:
During a fitting appointment on (B)(6) 2020 a decrease in the user_s hearing performance using the device has been noted. Some months ago, the user had an accident and she fell and hit her head over the implant area. Before the event occurred, the user had a scored about 65 % on speech perception of disyllabic words. She was quite comfortable with her hearing. It is planned to re-fit this user in six months. It is considered also to perform diagnostic images and to take into consideration other further proceeding after the scheduled fitting session.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting appointment on (B)(6) 2020 a decreasing in the user's hearing performance using the device has been noted. Some months ago, the user had an accident and she fell and hit her head over the implant area.